Manufacturer narrative:
The evaluation of the returned pump confirmed the report of device thrombosis, which could have contributed to the reported reduction in calculated pump flow to 0 lpm. The pump was returned assembled with the pump cable severed approximately 6 inches from the pump housing. The modular cable and the severed portion of the pump cable were not returned. The sealed outflow graft was returned attached to the pump outflow with the outflow graft bend relief disengaged from the graft attachment and removed from over the outflow graft. The apical cuff was not returned attached to the cuff lock. Initial examination of the proximal side of the inflow cannula prior to removal from the pump housing revealed no evidence of depositions or thrombus formations on the textured blood-contacting surface of the inflow cannula; however, there was evidence of deposition within the eye of the rotor. Upon disassembly of the pump, a red thrombus formation was found in the eye and vanes of the pump rotor. The structure of the thrombus as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form on the rotor. The thrombus appeared to obstruct the entire blood flow path through the eye of the rotor as well as partially obstruct the rotor vanes and could have contributed to the reported low flow condition confirmed through the submitted log files as well as the log files retrieved from the returned lvad. The specific origin of the thrombus as well as a specific cause for its development could not be conclusively determined through this evaluation. No additional depositions or thrombus formations were observed on the remaining blood-contacting surfaces of the device. In addition, the account returned several thin red and tan tissue-like depositions in a separate container with gauze. The locations from which the depositions were removed could not be determined through this evaluation. Samples of the rotor thrombus as well as the depositions returned in the container separately were sent to an outside lab for histological analysis. The presence of acute fibrin clots, with no evidence of organization, was confirmed in the pump rotor deposition and also comprised some of the clots within the depositions returned in the separate container. Within the fibrin, host cells ranged from rare neutrophils to more abundant smudged cells interpreted as macrophages. Additionally, another of the tissue samples returned in the separate container was comprised of pre-existing mature collagen and adipose tissue containing vessels and aggregates of lymphocytic host cells admixed with macrophages. No organisms were seen with gram¿s stain. The pump rotor fibrin clot had no infiltrate of host cells and, therefore, is aged as an acute one to three day old accumulation of fibrin. The fibrin clots within the depositions returned in the separate container contained fairly numerous cells identified as macrophages and, therefore, these clots were aged to about five days or more. Also, within the depositions returned in the separate container was a long linear fibrotic clot, whose age would range greater than one month, and possibly up to three to six months. The pre-existing tissue sample(s) comprised of collagen and adipose tissue was presumably from the body wall. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, the estimated pump flow dropped to 0.0 l/min. A transesophageal echocardiogram and CT angiography were performed. The aortic valve was opening with every beat. Pump flow and left ventricle diameter changes were not observed during the ramp echocardiogram. An inflow obstruction was suspected. The patient¿s maximum absolute difference (mad) was between 60 and 70 mmhg, and their previous inr was 1.8. A pump exchange was performed on (B)(6) 2017. The patient required a temporary right ventricular assist device during the procedure, but is stable. No additional information was provided.